Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6: health effect impact code - rehabilitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that this was the beginning of the patient's inaccurate cgm accuracy issue. The patient reported experiencing. On (B)(6) 2024, the patient started experiencing weakness in his legs and could not stand up. The patient's cgm was reading 123 mg/dl. No bg meter reading was taken at this time. The patient was taken to the ER. At the ER, the patient¿s cgm was reading 195 mg/dl while the bg meter was reading 59 mg/dl. The patient was given a peanut butter and jelly sandwich, cheese, and 3 boxes of apple juice. The reported stated the patient was ¿inserted¿ with some sugar. After treatment, the patient¿s cgm was reading 222 mg/dl while the bg meter was reading 88 mg/dl. The patient also started having diarrhea. While in the ER, the patient was also diagnosed with a ¿small stroke¿ and was transferred to another medical facility. The patient stayed at this facility for one night before being transferred to yet another facility, where the patient remained until (B)(6) 2024. The patient was discharged to a rehabilitation hospital and was still in the rehab hospital and ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.